Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is compact system.

Event description:
Customer received a reading of 198 mg/dl on her aviva plus meter, received a reading of 419 mg/dl on her compact plus meter within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Lot not provided.